Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was running sluggishly. It is not known whether the device was used in surgery or medical intervention occurred. It is known that no patient/user injury occurred. There was no add'l info provided.